Event description:
A complaint was received from the family member of an elite user. Family member stated that family member took the customer's blood sugar and received a result of 480 mg/dl. Based on this result family member took the customer to an emergency room where a blood sugar result of 107 mg/dl was obtained. The time difference between readings is unknown. While on the phone a review of the system was conducted. The customer stated that screeen is blank. The customer was then instructed to re-insert the reagent and try again. The cusotmer states that meter would not come on. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.